Event description:
It was reported that shaft break and balloon rupture occurred. The target lesion was located in an unspecified vessel of the heart. A stent delivery system (sds) was advanced to treat the target vessel but failed to cross the lesion. The sds was removed from the patient. A 2.50mm x 15mm emerge¿ balloon catheter was then selected and advanced for dilation to see if the artery would open up a little bit so that the sds can be advanced again. However, the balloon ruptured. Upon removal of the balloon catheter, the device broke in half. Both ends of the balloon catheter were removed from the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was blood in the inflation lumen. The hypotube shaft was completely separated 72cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies in the corewire. The balloon was loosely folded. An inflation device filled with water was connected to the remaining distal end of the device by attaching a tuohy and a stopcock to the fractured hypotube. The device was inflated to rated burst pressure for five (5) minutes. The device maintained pressure with no indication of any leaks or anomalies. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break and balloon rupture occurred. The target lesion was located in an unspecified vessel of the heart. A stent delivery system (sds) was advanced to treat the target vessel but failed to cross the lesion. The sds was removed from the patient. A 2.50mm x 15mm emerge¿ balloon catheter was then selected and advanced for dilation to see if the artery would open up a little bit so that the sds can be advanced again. However, the balloon ruptured. Upon removal of the balloon catheter, the device broke in half. Both ends of the balloon catheter were removed from the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).